Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was going to be replaced due to elective replacement indicator (eri) and an upgrade. During the device change, the device was not capturing and the patient went asystolic. The device was explanted and replaced. When tested through an analyzer, the right atrial (ra) lead showed high impedance and noise, a fracture was suspected. Given the patient's age and condition, it was decided to not add another lead. When the lead was connected to the new device acceptable parameters were reached. The lead remains in use. No further patient complications have been reported as a result of this event.